Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/12/2013: the device was returned to animas and evaluated by product analysis on 08/26/2013 with the following results: testing confirmed the display lens surface was badly scratched. Unrelated to this complaint, the belt clip plastic was returned with the evidence of damage, and stuck to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen is very scratched and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.